Event description:
New information received notes that lead perforation occurred during the lead implant procedure on 14 jan 2015.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead perforation leading to tamponade was observed. Emergent pericardiocentesis was performed. No patient¿s consequences were noted.